Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a follow up, loss of capture and lead dislodgment were observed. The lead was explanted and replaced.